Event description:
Reportedly, on 03 august 2020, a transmission was attempted with the subject home monitor without success. The connection was checked, and it was observed that the associated wirex was not properly connected. The connection of the wirex was corrected (the wirex was unplugged and plugged back to the mains) and two progression lights turned on. However, the patient initiated transfer (pit) button of the home monitor did not turn on. After this, the power strip was turned off and then turned on, and it was observed that the status light of the home monitor lighted in orange, while the status lights of the wirex were not lighting. The same actions were repeated without success. The home monitor was reset by using the check button. Nevertheless, only its status light turned on and it was lighting in orange.

Event description:
Reportedly, on (B)(6) 2020, a transmission was attempted with the subject home monitor without success. The connection was checked, and it was observed that the associated wirex was not properly connected. The connection of the wirex was corrected (the wirex was unplugged and plugged back to the mains) and two progression lights turned on. However, the patient initiated transfer (pit) button of the home monitor did not turn on. After this, the power strip was turned off and then turned on, and it was observed that the status light of the home monitor lighted in orange, while the status lights of the wirex were not lighting. The same actions were repeated without success. The home monitor was reset by using the check button. Nevertheless, only its status light turned on and it was lighting in orange.